Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia as a post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was coughing, a chest x ray was performed and the patient was diagnosed with pneumonia. The patient was treated with sulbactam+ampicillin intravenous 500 mg. On (B)(6) 2021, the patient was discharged from the hospital, sulbactam+ampicillin treatment was finished and avelox oral tablet was ongoing. On (B)(6) 2021, a lung x-ray was done and the result was normal. On (B)(6) 2021, the pneumonia resolved.